Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws of the long bipolar grasper instrument were broken and did not meet. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site did not observe or report any thermal damage or arcing. There was no injury reported to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have bent grip, which caused grips misalignment. There was a 0.0485¿ offset at the tips. This caused the jaws not to meet. The grips did not show cracking damage. Components adjacent to this bent grip do not show damage. Additional finding found unrelated to the reported complaint states that the instrument have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.